Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain three of six of peritoneal dialysis therapy. During troubleshooting, it was discovered that the supply bag disconnected without falling. The technical services representative assisted the patient with ending therapy and reviewed proper procedures with the patient. The patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Disconnection of the supply bag is a known cause of this alarm. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed and the problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.